Manufacturer narrative:
The test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with a blank display due to cracked battery tube threads and a cracked case behind the pump at the battery compartment causing the battery tube to become loose and the test battery cap not making contact with the battery tube. The battery tube assembly was pushed back into the right position and pump powered up. Unable to perform the functional tests, including sleep current measurement test, active current measurement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self-test due to the blank display. The pump was cut open to perform visual inspection and moisture damage was found on the pcba1 and battery tube assembly during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, scratched case, missing o-ring, broken reservoir tube lip, missing retainer, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, customer alleged blank display confirmed. Exposed to moisture noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump stopped working and reported that pump was not turning on. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed for blank display and found that battery cap contacts and battery compartment or springs were not damaged. Display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1715kl was requested and customer response was the device will be returned.